Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller alleged discrepant high inratio inr results in comparison to the laboratory inr results. The time between testing was one and a half (1.5) hours. There was no reported adverse patient sequela. There was no additional information provided.